Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was also reported that the customer passed out as a result of his high blood glucose levels. Customer's blood glucose value at the time of hospitalization was 600+ mg/dl. Customer was not wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.